Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. However, the enlite sensors were received with bent cannula, unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received repeated sensor error alerts. The customer's blood glucose was 245 mg/dl. Troubleshooting was performed. The customer stated the alert occurred after initialization, and the sensor was fully inserted and flat against the skin. No damage to connection bridge or pins was found. A test plug procedure was performed and passed. The customer stated the sensor was not fully bent but had a curve to it. It was determined the patient was using a single meter for calibrations and he was not calibrating at the appropriate times or with appropriate frequency. The customer was not adhering to calibration recommendations per instructions for use. He was advised of correct calibration protocol. Nothing further reported.